Event description:
It was reported that an attempt was made to implant a second sensor due to the dampening of the patient's original sensor (reported under (B)(4)). The physician was unable to calibrate the new sensor due to the frequency being incompatible with the patient's original sensor. The physician decided to remove the second sensor which was done during the same implant procedure. There were no adverse consequences to the patient.

Event description:
On (B)(6) 2025, another right heart catheterization was performed to re-attempt a second sensor implant using a sensor identified by the abbott technical heart failure team. The new sensor was successfully implanted in the right pulmonary artery and several physiological readings were obtained.

Manufacturer narrative:
One cardiomems sensor delivery system was received for investigation. The sensor was not within the contents of the return. This reported event is confirmed. Through analysis of the sensor data, it was proven through this investigation that the second sensor implanted was too close in frequency to the previously implanted sensor. However, this is not a malfunction of the sensor. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. There is no CAPA associated with the reported event. This and similar events continue to be monitored and trended via quality data review.